Event description:
During index procedure, the physician used one admiral xtreme pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however it was reported that during treatment, a dissection occurred. Dissection was left untreated. Investigator indicated that the event was definitely related to the study device and procedure. Outcome is resolved. A distal embolization was also reported to have occurred following the procedure.

Manufacturer narrative:
Evaluation results and conclusions: (dissection). (B)(4).

Manufacturer narrative:
Inherent risk of procedure ¿ (embolism) (B)(4).

Event description:
A submarine plus pta balloon catheter was used during the index procedure not an admiral xtreme as previously reported. This submarine plus pta balloon catheter caused the dissection. Another submarine plus pta balloon catheter was also used during the index procedure. A distal embolization was reported to have occurred following the procedure.